Event description:
Event description guidant received information that this implantable transvenous defibrillation lead had episodes of noise resulting in an inappropriate shock. The pacing impedance increased to 2200 ohms from 800 ohms at the last follow up. The rate/sense portion of the lead was capped and a new rate/sense lead was implanted in the right ventricular outflow tract (rvot). The physician explanted the cardiac resynchronization therapy defibrillator (crt-d) at that time and alleged that he saw corrosion on the device. Additionally, the device is part of an advisory.